Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit verified the customer's reported issue. The stm followed the helium leak troubleshooting guide and detected a leak at rg1 and replaced the hi-pressure helium regulator, and the special seal. The stm also replaced the helium reservoir assembly after a leak was detected. During the calibration of the iabp unit, the stm observed that j19 on the backplane board had a bent/damaged pin and noted that the part would need to be replaced. The stm returned at a later date and replaced the backplane board, then performed preventative maintenance (pm) including all safety, functionality, and calibration checks and all tests passed to factory specifications. The stm confirmed with the customer's biomed at a later date that the mechanical helium gauge had remained stable for 24 hours and that the iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. There was no patient involved and no adverse event was reported.